Event description:
Customer reported a hairline crack on the screen of the insulin pump and scratches on the device. Customer also stated that the top of the reservoir compartment was cracked and the buttons often stick and numbers begin scrolling. Customer was unable to screw in the battery cap properly. Customer also mentioned receiving an error alarm on the insulin pump however declined troubleshooting. Customer's blood glucose reading at the time of the call was 96 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.